Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital address not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in the surgery for the spiral diaphysis fracture under the humeral artificial bone head. The large narrow (plate) and the cable were used for the procedure. When the surgeon tried to wind the cerclage cable w/crimp ø 1.7mm, although the use of the passer was advised, the surgeon put the cable through the cable tensioner without using the passer because the surgeon was worried about the passer touching the nerve. While the surgeon was putting through the cable by grabbing it with the pliers, the cable became stuck in the cable tensioner, and the cable did not move any further. The surgery was stopped for 60 minutes for that reason. After a dry-run, the surgeon put the new cable through the new cable tensioner by using the passer this time. Eventually, the surgery was completed safely. The surgery was extended for 60 minutes. No adverse consequence to the patient was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed: product manufacture date: part number: 391.201, synthes lot number: p243220, supplier lot number: n/a, release to warehouse date: 21-jul-2016, expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A manufacturing investigation was performed for the subject device: 1x article 391.201 with lot p243220 / cable tensioner received and forwarded for investigation: supplier: (B)(4): the inspection results of this device are as follows: returned was a tensioner with stuck cable and a separate piece of 1.7mm cable with crimp (p281882), the cable appears stuck in the chuck jaws, see picture tensioner. After further inspection, it was found that the cable was not stuck in the chuck jaws, but rather the cable was so twisted and frayed within the tensioner it required pulling on the cable while opening the chuck jaws so that the cable wouldn't ball up within the tensioner. Once the cable was removed you could see that one of the collet tips (400-847) was loose. Destructive testing approval was granted on january 9, 2018. Destructive testing results are as follows: the tensioner was taken apart and it was discovered that there was debris present. Once the debris was removed the tensioner functioned as intended. Manufacture date: 04/13/2016. Failure date: (B)(6) 2017. Days to failure: 566. Batch occurrence: 1st . A review of past occurrences has determined that this is the 1st confirmed complaint for this failure type. A DHR review has been conducted and confirmed that the device met specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is below actionable limits. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. The jammed condition and damaged cable were determined to be a result of the debris. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.